Manufacturer narrative:
It was reported that a ventilator device failed internal leakage test during pre-use check. The ventilator was investigated on-site by our field service engineer (fse). After the o2 gas module was replaced, the ventilator regained function according specifications and passed all tests. The defective o2 gas module was returned for technical investigation. Simulated use testing of the returned o2 gas module in a reference ventilator device confirmed the reported problem, the device failed internal leakage test, o2 cell/sensor and flow transducer test during the pre-use check. Our investigation has concluded that the reported problem regarding the pre-use check failure was due to a defective pressure sensor on a printed circuit board inside the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of how or why the pressure sensor got defective has not been established.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check.there was no patient involvement.manufacturer ref. #: (B)(4).